Manufacturer narrative:
The reported lot# 20143212 was not found for the reported catalog# 990418. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ veterinary syringe with needle leaked. The following information was provided by the initial reporter, translated from (B)(6): "we received information from one of our customers that when using the 3ml c/ag syringe, they noticed a leak."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd plastipak¿ veterinary syringe with needle leaked. The following information was provided by the initial reporter, translated from portuguese: "we received information from one of our customers that when using the 3ml c/ag syringe, they noticed a leak."